Event description:
Upon patient assessment @815, noticed PICC dressing was saturated and peeling and could see smof underneath transparent addressing. Notified charge nurse ((B)(6)) and she came to the bedside to assess. She tried to flush the line and noticed it was leaking at the hub site. She then notified (B)(6) (doctor.) And informed him that a new PICC or rewire would need to be done and a new PICC consent would need to be obtained from mob. Consent was obtained from mob. PICC was rewired by nurse ((B)(6)) at bedside.

Manufacturer narrative:
Vygon received the failed sample. The details of the malfuction and the sample have been forwarded to the manufacturer for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Manufacturer narrative:
Evaluation of sample: we received one catheter as a sample. A needle-free connector was connected to the luer lock hub. The catheter tube is shortened at 17cm. During microscopic examination, we found a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load. Furthermore, there are encrustations on the wing, which can be traced back to the tpn leaking from the leak. Since the cause of the complaint was about junction problem and the microscopic examination reveals that the catheter tube was partially torn from the fixation wing, it is possible that further rupture of the catheter tube occurred after removal. There are various possible causes that can lead to catheter leakage/tensile fracture: · dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is used to free it, placing stress on the line which could result in a tensile fracture. · routine care - when lifting the baby to change bedding. · movement - the baby themselves catching the line, normally with a foot, during movement. · use of alcohol-based disinfectant. Based on the product incident report (pir), the customer used alcohol-based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter.". A review of the batch history records for 8178426 was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100 % visual tests after packaging are conducted with no exceptions found. There is one further complaint for batch 8178426 and four further complaints regarding a catheter partly torn out of fixation wing on code 4g07125235 within the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: no further corrective action is initiated by quality management due to this complaint, as there are no indications of a manufacturing fault. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Event description:
Upon patient assessment @815, noticed PICC dressing was saturated and peeling and could see smof underneath transparent addressing. Notified charge nurse (*****, rn) and she came to the bedside to assess. She tried to flush the line and noticed it was leaking at the hub site. She then notified neo (dr.****) and informed him that a new PICC or rewire would need to be done and a new PICC consent would need to be obtained from mob. Consent was obtained from mob. PICC was rewired by *****, (rn vat) at bedside